Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with symptoms of palpitations. Upon interrogation of the pacemaker, it was discovered that the device exhibited backup vvi operation. Examination of the episode reveal that the backup operation was possibly caused by poor telemetry to the transmitter. The device was successfully restored.